Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter of ¿119 and 202 mg/dl¿, performed within 20 minutes of each other. This complaint is being reported because the results do not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.